Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the reported lead was explanted and replaced on (B)(6) 2016 with a new penta lead. Stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation following the lead revision procedure (reference MFR. Report: 1627487-2016-02899). Per the manufacturer's device database, the patient underwent surgery on (B)(6) 2016 to implant a new lead. Additional details are unknown at this time.